Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The patient¿s blood glucose was around 200 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. Customer declined to troubleshoot for calibration error, change sensor and sensor glucose versus blood glucose. Change sensor was also reported. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The device is expected to be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor. We performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications.